Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient reported increased shoulder pain during an office visit. Radiographs demonstrate mild superior migration consistent with rotator cuff dysfunction. MRI ordered but not performed at time of study follow-up. Patient did receive subacromial injection. Patient may be revised sometime next year.